Event description:
Customer reported the monitor went black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the umc pcb. System operates as intended. This MDR is related to ge healthcare.